Event description:
The company representative was following up on a list of patients whose generators were potentially at end of service when an internet search found that the patient had passed away. An online obituary stated that the patient passed away in his sleep. The cause of death was not listed. The funeral home reported that the generator was removed and discarded. Therefore product analysis cannot be completed. No additional relevant information has been received to date.

Event description:
The patient's death certificate was received and it indicated that the primary cause of death was hypoxemic respiratory failure. Subsequent causes were listed as septic shock, aspiration pneumonia and lennox gaustat seizure disorder developmental delay. No additional relevant information has been received to date.